Manufacturer narrative:
A philips remote service engineer (rse) remotely confirmed with customer that there was no speaker inoperative message present and that no sound was present because the x2 could not be connected (damaged speaker connector) to the mainboard. The rse provided the customer with a quote for a replacement speaker assembly. The customer replaced the speaker.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported quote for reference speaker assembly. It is unknown if there was sound produced. The device was not in use on a patient at the time of event, there was no patient involvement.